Event description:
The patient stated that during the call that they felt higher stimulation when going through security and it hurt. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.